Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found wireless footswitch unable to connect wirelessly. Upon troubleshooting fse found footswitch base station was delivered to the customer after one year of system installed. Fse found base station had been placed on backorder from the initial delivery during the installation process. It was later revealed, while attempting to conduct a defoa, that the missing item had been improperly discarded at the warehouse. To resolve the issue, fse advised the customer to place an order for the same part. After fixing the base station with the wireless footswitch no actual malfunction was reported. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Base station was delivered to the customer after one year of system installed, so that can cause the azurion wireless footswitch unable to connect wirelessly. This scenario includes situation in which no actual malfunction happened it occur as base station had been backordered from original installation time and base station was delivered to the customer only after a year. This would not be considered a device malfunction of the azurion system, this event would not be reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch was unable to connect wirelessly. No harm was reported to philips. Philips has started an investigation of this complaint.